Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had "very small p waves in bipolar" and the right atrial (ra) lead had some undersensing. This caused an atrial pace, pocket stimulation, and possible phrenic nerve stimulation. The ra lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.